Event description:
The technician found when the brake is engaged, the casters will not hold.

Manufacturer narrative:
The technician found the brake cable was pinched, causing the brake to not hold. The technician replaced the brake block bearings to repair the bed.